Event description:
It was reported that the 2600 system displayed a system error 263 during a case. Reboot was required to clear. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the quad output power supply. The system was tested and found to be working as intended and placed back into service.